Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a customer training session using the cardiosave intra- aortic balloon pump (iabp) that the locking mechanism of the ECG connector was broken which lead to difficulty connecting the ECG cable to the ECG connector. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
E1(event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and he found the locking mechanism of the ECG connector was broken. To fix the issue, the fse replaced the front-end board , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
It was reported during a training session that the cardiosave intra-aortic balloon pump (iabp) the locking mechanism of ECG connector was broken. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the front end board. Fse performed full system calibration and functional check. There was no patient involvement.

Event description:
N/a.